Manufacturer narrative:
The insulin pump alarmed during basic test due to loose protruded drive support disk also was received with a47alarm was inside pump history screen due to corrupted history file. The insulin pump was monitored for 48 hours with multiple basal rates. No a13, a21, a52, a24, a47 alarm or history anomaly noted during our testing. The insulin pump passed a21 test. No a21 alarm noted during our testing. The insulin pump was unable to perform basic occlusion, prime, excessive no delivery test due to a33 alarm. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump received a program alarm anomaly, an unexpected restart alarm, a software error alarm, an unable to exit training mode alarm, and a spanish anomaly alarm. Insulin pump would be replaced.